Manufacturer narrative:
The device has been returned. As received, the pushwire was found to be separated at the distal hypotube. The device analysis and investigation is in progress; a supplemental will be submitted upon completion.

Event description:
Medtronic received information that during treatment of an aneurysm the physician partially deployed the device and while resheathing the device the physician lost resistance and felt something detach. All the devices were removed and replaced to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional the pipeline flex delivery system and microcatheter were returned for evaluation. As received, approximately 1.0 cm of the distal tip coil appeared to be partially deployed outside of the microcatheter tip. The remaining segment of the device was found to be stuck inside the microcatheter lumen and it could not be pushed forward or removed. The pipeline braid was ultimately removed from the microcatheter and the distal and proximal ends of the pipeline braid were found fully opened with damage. The pipeline flex delivery system was found to be bent and detached at the distal hypotube. Additionally, the distal hypotube was found to be stretched. The broken end of the pushwire was sent out for sem analysis. The lot history record of the reported lot number showed no quality issues that may have contributed to the reported event. Based on analysis findings, the clinical observation was confirmed. It appears the pushwire separation was secondary to tensile overload. We are unable to definitively determine the cause of the tensile overload; however the catheter was found accordioned and the damage found on the pushwire suggests the delivery system was being pulled against resistance and excessive force was used; subsequently causing the pushwire to become separated. We are unable to conclusively determine the cause of the braid damage. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.